Event description:
Surgeon reported that the valve was explanted due to perivalvular leak secondary to non-chronic type infection. He indicated that this was a long term implant and that there was no problem with the valve. He is returning the valve for long term wear analysis and requests no additional follow up.